Event description:
The customer reported that they have been having issues with the sensor glucose and meter glucose meter readings. The customer's current blood glucose was 200 mg/dl while the sensor glucose was 50 mg/dl. The customer stated that the insulin pump would go into threshold suspend. The sensor will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.